Manufacturer narrative:
(B)(4).

Event description:
It was reported far-field p-wave oversensing was observed. Oversensing was still detected after the defibrillation max sensitivity was temporarily programmed. No further programming changes can be completed as the r-wave sensing amplitude was low. Lead repositioning was recommended. No further information is available.